Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient was seen in april their battery status was shown to be 75-100% and then once seen in july the battery was noted to be at neos(near end of service) = yes. It was also reported that the patient is experiencing an increase in seizure intensity and frequency, as a result the patient & #39;s settings were increased. The patient has since been referred for a replacement. Internal data from the generator was received and reviewed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The dut would not interrogate. X-rays taken of the dut, while still in the case, revealed no visual anomalies. Vcpu of the dut was overdriven with a bench power supply to see if would enable communication. Power supply negative to the duts battery negative post and the power supply positive placed at c4+ (vcpu). The bench power supply was set to 2.2 volts (power supply current showed 1.00ma). Communication was established with the dut. The battery was removed from the dut pcba. The dut pcba was submitted to a postburn test and performed according to functional specification. The dut pcba was placed in a temperature chamber at 37c connected to a bench power supply (set to 3v) and multimeter (to monitor supply current). The dut interrogated and was programmed to 2.25ma, 20hz, 250us, 30sec on. 1.8min off (mag. 2.75ma, 500us, 60sec on), sensing enabled. A system diagnostic test was performed to confirm functionality. The standby current was monitored during the off time of the dut for any anomalies. The standby current has been monitored for approximately four weeks and has not been observed to latch into a high current state that would cause the battery to be depleted. It was also determined that the battery voltage indicated eos (end of service)=yes and that the therapy application was not running. Based on the function analysis the cause for the reported allegations was not determined as a high current state to deplete the battery was not observed.

Event description:
The explanted generator was returned but product analysis is still underway.

Event description:
Additional information received noting that the cause of the increased seizures is due to low battery and the increase is back to pre-vns baseline levels. Nothing new or unusual was noted to have occurred for the patient between (B)(6) 2023. The patient then underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.